Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the line from the pak popped off the cassette during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information has been provided. The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. Microscopic examination of the returned sample showed the tubing end likely lacked complete adhesive coverage. During inspection it was also observed that the clear tubing was not fully inserted into the closed port based on the dried adhesive residue area. The open pneumatic drive line of the probe was determined to contain a lack of adhesive combined with partial insertion of the tubing into the probe engine which resulted in the detachment of the open pneumatic driveline. The event most likely occurred during the manual application of adhesive and insertion of the tubing to the probe engine. The combination of partial insertion of tubing-to-probe port and lack of adhesive on a portion of the tubing contributed to the detachment of the open driveline tubing from the probe. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions will be pursued at this time. Each probe assembly is 100% leak and flow tested during in-line inspection to mitigate this type of occurrence and ensure each probe assembly will perform as it should during surgery. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).